Manufacturer narrative:
Patient code and device code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the event where the remicade infusion was attacking the pump had not occurred. The patient never experienced bleeding. It was noted that the patient was more susceptible to infections because of the remicade.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medication(s) at unknown concentration(s) and dose(s) accordingly via an implantable pump for spinal pain. It was reported that the patient had a pain pump put in "two years before." The patient was on remicade infusion for their arthritis and the remicade attacked the pump. The patient found out because they were having extreme back pain and was "bleeding."

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.